Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leakage of dialysate occurred on a revaclear 400 from the join in the header at the "venous" end. This occurred approximately one hour into the patient treatment. There was patient involvement. There was no patient injury associated with this event.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.